Event description:
It was reported that this patient had received a previous isolated inappropriate shock due to t-wave oversensing. Smart pass had turned off. At the time, the patient's smart pass was turned on and the system was optimized. Recently, it was reported that the patient's system was deactivated with a new transvenous system implanted. No additional adverse events were reported.